Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported patient received the following results on the active system within 10 minutes: 26 mg/dl and 104 mg/dl. Patient is a neonate. No adverse event reported. Requested return of the alleged device for evaluation.